Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user was unable to remove foley catheter for trial of void during post deflation of balloon. The user removed 12ml via valve and waited about 10 minutes with the syringe attached to the catheter valve to see if more water might be drained. The user was still unable to remove the foley catheter and felt plenty of resistance. Patient was not in pain and just experienced urinary urgency. The doctor tried to remove it by themself but was still not able to remove it. The doctor attempted to remove the catheter using a guide wire and also cut the tip of the valve but still the foley catheter stuck at the same point in the urethra. The doctor arranged the patient to went to quick access computing (qxr) to have an ultrasound done and noticed that some water was still in the balloon due to faulty valve. The patient was under ultrasound guidance and the doctor popped the balloon by filling it with water. A flexible cystoscopy was performed to check if any balloon residue was left behind and doctor removed a significant sized piece of ruptured balloon via scope. Patient passed the trial of void and voiding well with minimal post void residuals (pvr) and no discomfort.